Manufacturer narrative:
(B)(4). Retainer ring = black. Customer complaint about device heating up on july 10, 2021. Insulin pump passed the displacement test. Active current measurement within specifications. No unexpected heating device anomaly noted. However, insulin pump received with high sleep current measurement due to moisture damage noted on, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, motor and battery tube. The history was download successfully using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was out of spec range. Detailed trace analysis confirm power loss alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5 volts for consecutive 240 minutes. Insulin pump received with fading serial number label and cracked case corner of belt clip rails. The insulin pump p-cap, test reservoir locks in place properly. Insulin pump was not confirmed power loss alarm due to moisture damage on electronics assembly. . However, insulin pump was not confirmed for overheating device. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom

Event description:
Information received by medtronic indicated that the insulin pump was overheating. No harm requiring medical intervention was reported. The customer discontinued to use the device.